Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the no breath alarm does not work.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was not evaluated to have the issue of the breath alarm not working , so the original complaint issue was not able to be confirmed. Fields were updated accordingly.

Event description:
Dealer states the no breath alarm does not work.